Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Additional information: (B)(6).

Event description:
It was reported that on (B)(6) 2008 the patient underwent the following procedures: 1. Central foraminal decompression complete laminectomy of l4 and l5. 2. Facetectomies at l4-l5 and l5-s1 bilaterally with foraminotomies along the l4, l5, and s1 nerve roots, please note that this was a revision laminectomy. 3. Pedicle screw fixation l4, l5, and s1 bilaterally. 4. Lnterbody fusion with peek cages at l4-l5 and l5-s1 bilaterally. 5. Posterior spinal fusion l4 to s1 with decortication of the transverse processes, placement of local autograft and allograft in the lateral gutter to treat the following pre-op diagnosis: 1. Degenerative disk disease, lumbar spine, status post previous lumbar laminectomy. 2. Lumbar spinal stenosis. 3. Spinal instability. Op-notes: "..once the surgeon had it widely decompressed, the dural sac was retracted towards the midline, hemostasis obtained with bipolar electrocautery over the disk space, the disk space incised, shavers passed into the disk space, the disk space completely cleaned out with curettes and a peek cage packed and placed. This was packed with rhbmp-2. Cages were placed bilaterally at l4-l5 and bilaterally at l5-s1 in a similar fashion. The surgeons did perform facetectomies at each level bilaterally, as well as foraminotomies along the l4, l5, and s1 nerve roots bilaterally. We then placed a rod construct and gentle compression, locked it all into position. The transverse processes were decorticated. Local autograft and allograft were packed into the lateral gutters..". The patient tolerated the procedure well. There were no complications.

Event description:
It was reported that the patient underwent a spinal fusion using rhbmp-2/acs on (B)(6) 2008. Imaging studies reportedly showed that patient had developed uncontrolled bone growth and resulting in nerve compression. Subsequently, patient suffered severe injuries and damages, including but not limited to chronic pain and radiculitis, and emotional distress and mental anguish.